Event description:
Two positive advia centaur troponin ultra pt results were reported to the physician. The results were questioned and upon retest, the troponin ultra results were negative for both samples. Both pts were administered heparin and treatment was discontinued when the negative results were reported. There was no report of adverse health consequences as a result of the discordant troponin ultra results.

Event description:
Two positive advia centaur troponin ultra pt results were reported to the physician. The results were questioned and upon retest, the troponin ultra results were negative for both samples. Both pts were administered heparin and treatment was discontinued when the negative results were reported. There was no report of adverse health consequences as a result of the discordant troponin ultra results.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.